Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2008. On the event date, it was found that the pt had developed a symptomatic pelvic organ prolapse of the posterior wall, now stage three, and constipation. An operation is planned for two months later . The pt had a stage two prolapse of the posterior wall pre-operatively and the overall prolapse was stage three.

Manufacturer narrative:
Date sent to the FDA: 04/03/2009. Worsened prolapse occurred - constipation - worsened prolapse occurred- conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.